Event description:
It was reported that a malfunction occurred on the pump while the customer was working outside in extremely cold weather. There was no adverse impact to the customer¿s blood glucose level. Customer was assisted by technical support in resetting the pump, which resolved the issue without recurrence, and was advised to call back if the malfunction reoccurs.